Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine had a power board that burned up. Upon follow-up, the bmt stated the issue occurred during power up following a storm and a power failure. The bmt stated a back-up power generated was used and the machine powered down during heat disinfect and would not power back on. There were no diagnostic messages or audible alarms. The bmt found the power board was burnt. No smoke, melting, or arcing was noted, and there were no reports of sparks or flames. The bmt replaced the power board and the power logic board to resolve the reported issue. The machine is back in service. There was no patient involvement associated with the reported event. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and does not have a previous history of failing an electrical leakage test. It was reported the replaced components were not available to be returned for investigation. Photos were provided for the investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine had a power board that burned up. Upon follow-up, the bmt stated the issue occurred during power up following a storm and a power failure. The bmt stated a back-up power generated was used and the machine powered down during heat disinfect and would not power back on. There were no diagnostic messages or audible alarms. The bmt found the power board was burnt. No smoke, melting, or arcing was noted, and there were no reports of sparks or flames. The bmt replaced the power board and the power logic board to resolve the reported issue. The machine is back in service. There was no patient involvement associated with the reported event. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and does not have a previous history of failing an electrical leakage test. It was reported the replaced components were not available to be returned for investigation. Photos were provided for the investigation.